Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2116 to report that on (B)(6) 2116, the patient experienced a loss of connection between receiver and transmitter. Patient's father stated that he performed a reset and the receiver connected briefly but signal loss reoccurred. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The data log was provided by the patient. The data was reviewed but could not confirm the reported event of loss of connection as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.

Event description:
The receiver was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Previously f1 was submitted with incorrect MFR # year 2015. Resubmitted follow up 001 report with correct MFR# 3004753838-2016-41000 to match the initial MDR.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with incorrect MFR # year 2015. Resubmitted follow up 001 report with correct MFR# 3004753838-2016-41000 to match the initial MDR.